Event description:
Related manufacturer report numbers: 2938836-2017-24646 and 2017865-2017-03938. Both the right atrial (ra) and right ventricular (rv) leads had become dislodged due to patient activity. The dislodgement of the ra and rv leads resulted in noise and an increase in impedance on the ra and rv channels. The patient received inappropriate therapy due to the noise and dislodgement of the rv lead. The leads were explanted and replaced, however, the noise was still evident on both channels. The device was also explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
No conclusion code available. The current ICD (sn 1187563) was returned for evaluation. The reported field events of inappropriate shock and elevated impedance were confirmed in the lab. The cause of both anomalies was found to be due to an unstable vref_adc reference signal caused by a c10 capacitor connection failure.